Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that fifteen years following an intraocular lens(iol) implant procedure, a patient reported difficulty seeing. Severe surface light scattering of the lens was confirmed. The iol was removed and replaced. As a result, both visual acuity and contrast sensitivity have been improved. Additional information was requested.